Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited biohazard foreign material found in the suction channel, resulting in an insufficient or incorrect reprocessing scope being used for the next procedure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e2, e3. Additional information added to fields h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified and no physical damage was found at the location. Based on the results of the investigation, we could not specify root cause of the foreign material remaining in the subject device. As a result, the presumed cause and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.